Manufacturer narrative:
A f/u report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an external leak. The blood leak was visually observed leaking from underneath the header, end cap. No damage was identified on the dialyzer. The machine did not alarm. Estimated blood loss was 150ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The user facility reported that the sample is available and it was requested to be returned for manufacturer evaluation.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with evidence of blood exposure. The fiber bundle was streaked with blood. Coagulated blood was noted between threads of the screw flanges and the dialyzer housing on both ends. Gross visual examination of the sample did not identify any cracks, damage or irregularities: the dialysate and blood ports were noted to be intact. The screw flanges were undamaged, fully engaged and sonically welded into place on the housing threads. The silicone o-rings within the screw flanges were seated correctly without observable damage. The polyurethane material was intact, distributed evenly and without any visually identifiable inconsistencies. Inspection of all molded components (polycarbonate and polyethylene) did not isolate any defects which may have caused an improper mating between parts. This complaint is confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. The dialyzer was subjected to a laboratory leak test where no leaks were observed (possibly due to coagulated blood); however, the observed debris may have created an improper sealing surface during treatment, resulting in the reported leak. Visual characteristics of the debris are consistent with polyurethane/polyethylene (pe/pu) silvers; they are thin and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.